Event description:
It was reported that this right ventricular lead exhibited noise, oversensing, loss of capture, pacing inhibition and high out of range pacing impedance measurements. Due to this, the minute ventilation (mv) feature was disabled and a lead safety switch was triggered. The device was reprogrammed and the patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.